Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel: unspecified microbes (1cfu/10ml); the air/water channel: unspecified microbes (40 cfu/10ml), (B)(6). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA). There was no report of infection associated with this report.